Event description:
Pt alleges receiving a left breast implant in oct 1991 and a right breast implant in dec 1991 of an unk MFR. Physician's letter states on dec 2, 1994 the pt's right prosthesis was completely deflated and not palpable with no residual breast tissue present. The left breast had baker grade iii capsular contracture with prosthesis situated medially and too high; therefore. Pt had removal and replacement of both implants on jan 23, 1995 with saline devices of another MFR. Pt alleges suffering rheumatism, severe hip pains, feet pains, bronchitis sometimes 6-7 times annually, cystitis, mixed connective tissue disease and atypical rheumatic syndrome. Reference mw072498, wm072498a.